Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, whether any gross lead discontinuities existed was unable to be assessed due to poor image contrast of the x-rays. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, it was reported by a vns treating physician that the vns patient was presenting with high impedance following a diagnostics test. The particular diagnostic test ran was not specified, but the results were output current-low/output delivered- 0.00ma/lead impedance - high/ impedance value - greater than 10000ohms. X-rays were taken and will be sent to the manufacturer for review. The surgeon reported that prior to surgery they believed the problem to be that the lead connector pin was not fully inserted into the header of the generator. On the day prior to the surgery, the patient presented with high impedance but no eos message and the device was then programmed off. During surgery, after the connector pin had been replaced into the generator header, the device was programmed on and it registered eos as well as high impedance. The lead impedance then normalized with a new generator when the generator was outside the wound. After closing the incision, the high impedance warning returned. No patient trauma or manipulation occurred that is thought to have caused or contributed to the patient's high impedance. One day post -op, the patient was interrogated and the patient still had high impedance. The patient's x-rays were received by the manufacturer on (B)(4) 2011 and reviewed. The x-rays were taken on (B)(6) 2011, two-days prior to the patient's surgery on (B)(6) 2011. It appeared that the connector pin was fully inserted into the connector block. Whether any gross fractures or discontinuities existed could not be assessed due to the poor contrast of the x-ray images. There was a portion of the lead body coiled behind the generator that also could not be assessed. The explanted generator was returned for product analysis on (B)(4) 2011, that has not yet been completed. The patient went for lead replacement surgery on (B)(6) 2011, due to lead discontinuity reasons. The lead impedance after the surgery was reported to read ok. Good faith attempts for product return will be made. When additional information is received, it will be reported.